Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked and chipped by the front right bottom corner. No visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion test were performed. Investigation unable to duplicate reported problem; however, reported error found in ehl. According to the investigation, the pump interconnect flex cable was connected to the main board and glue was intact on j9 connector, and background self-test sensed no current flowing in the primary speaker. No external damage or contamination to interconnect board or speaker. Service replaced the pump speaker as preventive measure, power up process and all the functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited system failure, primary audible alarm and bgnd test. Reported that there was no patient involvement.